Event description:
It was reported that a month after implant, the patient developed an infection. The implantable cardiac defibrillator (ICD) and leads were explanted. The patient¿s girlfriend indicated the system was removed due to sepsis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419678 implantable pacing lead 2013-(B)(6), 5076-52 implantable pacing lead 2013-(B)(6), dtba1d4 implantable cardioverter defibrillator 2013-(B)(6). (B)(4).